Event description:
It was reported that the patient experienced pain. It was also reported that the patients ipg had to be frequently charged and for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was not released by the hospital.